Event description:
Update: (B)(4) 2014 - medical records received. Dor updated. The previously reported dor applies to the asr implant that replaced this initial set of implants. Patient was revised to address acetabular loosening. The information received does not change the MDR decision.

Event description:
Litigation papers allege: patient began experiencing increased hip pain severly limiting his mobility, requiring a revision surgery. Despite the second surgery, patient continues to experience pain and will require a third surgery in his left hip

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiffs fact sheet form (pfs) received which identified part/lot information and date of revision. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.